Event description:
As reported, the patient underwent the repair of a recurrent ventral hernia repair using a ventralight st w/ echo ps. The patient had previously been implanted with a non-bard mesh placed in an onlay position which remained implanted. When the surgeon took the carter thompson to pull the inflation tube of the echo ps up and through the skin, the yellow anchor got caught on the bottom side of the previously implanted mesh and came off. The surgeon decided to leave the yellow anchor in the patient's body. There was no patient injury, and no further intervention has been performed.

Manufacturer narrative:
As reported, the yellow anchor got caught on a previously placed mesh and detached. The sample was not provided for evaluation as such a definitive conclusion cannot be made. However, it is possible that due to the inflation tube getting caught on the previously placed mesh, excessive force was applied while pulling through the abdomen, causing the anchor to detach from the inflation tubing. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.